Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer stated that the heartstart xl had a faulty ECG sync cable. There is no indication of patient involvement.